Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was confirmed during troubleshooting and was resolved by swapping of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device has not been returned, the root cause of the reported event could not be identified. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of our investigation, an onsite olympus sales representative attempted to trouble shoot the unit. They attempted to clean the pins on the scope connector but there was no image. They tried a second camera head that worked perfectly. The unit will be returned to the service center for evaluation. In addition, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that no image appeared on the display during the initial use. The olympus sales representative was testing the unit when the image issue was noted. There was no patient injury reported.